Manufacturer narrative:
(B)(4). The stent remains in the pt. The stent delivery system was discarded. A f/u will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2010, percutaneous coronary intervention (pci) was performed on lesions in the proximal left anterior descending artery (lad) and the proximal left circumflex (lcx). The proximal lad had a 90% stenosis with calcification. The proximal lcx had a 75% with calcification. After ballooning was performed on the lesions, a 2.5 x 28 mm promus was implanted to left main (lmca) to proximal lad at 8 atmospheres (atm). A 3.0 x 15 mm promus was implanted in proximal lcx. These stents were implanted in a v shape in the lesion. After implantation, a kissing balloon technique was performed with a 3.0 mm balloon to the proximal lad, and a non-abbott balloon to complete the procedure. The pt was discharged from the hospital on the following day. On (B)(6) 2010, the pt came to the hospital with a stomach ache. Coronary angiography was performed and thrombosis was confirmed in the 2.5 x 28mm promus stent implanted in proximal lad. Balloon angioplasty was performed to treat the thrombosis with two non-abbott balloons. The pt's condition is reported to be good. No additional information was provided. You are receiving this MDR report from abbott vascular because (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. Pain and thrombosis are known adverse events as listed in the promus instructions for use (IFU). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.